Event description:
It was reported that during engineering evaluation, it was observed that the small battery drive device had unusual noise and a sticky trigger. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. It was determined that the unusual noise was due to worn motor and failed bearings. It was determined that the sticky trigger was due to build-up of debris and lubrication from normal use and servicing over time. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.